Manufacturer narrative:
No motor error alarms were noted. However, the pump gave another alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was unable to test for the prime, occlusion or excessive no delivery tests due to the alarm. The pump also had a cracked belt clip slot, a cracked reservoir tube, a cracked reservoir tube window, a stained end cap sticker, broken battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 116mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.